Event description:
The lead was returned, analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic metal ion oxidization, the outer insulation had cosmetic environmental stress cracking and the outer insulation was breach cut. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.